Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that when the instrument was installed on an in-house is3000 system, the instrument failed a cut testing. The scissors did not cut cleanly through a 0-silk suture and the suture was smashed between the blades. Multiple attempts were made to cut completely through the suture. The blades exhibited indentation and the shearing contact between the blades was low. Engineering evaluation also found that the distal end of the main tube exhibits scratch marks with light material removal. Engineering concluded that the damage to the instrument's main tube was likely caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself does not constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the large suturecut needledriver instrument would not grasp or cut. There were no missing or fallen pieces reported. The planned surgical procedure was completed with a replacement instrument and no patient harm, adverse outcome or injury was reported.